Manufacturer narrative:
The customer contacted the customer care solutions center (ccsc) for remote support and troubleshooting. A field service engineer (fse) was dispatched onsite. Upon arrival, the fse was able to confirm and duplicate the reported difficulty. The fse installed a battery from a different device and it powered on properly, but would not charge the original battery. The fse replaced the battery and tested per the service manual. The device was returned to expected functionality. No further information is expected.

Event description:
The customer reported their v60 ventilator would not power on. There was no indication of patient involvement/harm.